Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that both the right atrial lead and the right ventricular lead had electromagnetic interference. The patient thought they were working with an electric pool pump at the time. The leads remain in use. No patient complications have been reported as a result of this event.